Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 1.2 mg/ml dilaudid at 0.5500 mg/day, 600.0 mcg/ml clonidine at 275.01 mcg/day, and 30.0 mg/ml bupivacaine at 13.751 mg/day via an implantable pump for non-malignant pain and complex reg pain syndrome type 1. It was reported that during a scheduled pump replacement, the catheter tip was surgically observed at t3. The catheter tip was originally implanted at t6 and had migrated to t3. No actions were taken to revise the catheter and there were no plans to revise it as the patient did not have symptoms related to the migration. The event was noted to be related to the device or therapy, but not related to the implant procedure. The outcome was considered to be unresolved. If additional information is received, a follow-up report will be submitted.